Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate had particulate matter. The unit contained meropenem. This was discovered before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.39 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.